Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 10/06/2016. Additional information: age/date of birth, weight, other relevant history.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bleeding, urinary incontinence, urinary retention, and prolapse.

Event description:
Details: it was reported that following insertion the patient experienced bleeding, urinary incontinence, urinary retention, and prolapse.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary hesitancy, urinary frequency and urinary urgency.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapsed on (B)(6) 2009 and a sling was implanted into the patient. It was reported that the patient experienced pain, infection, urinary problems; dyspareunia, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. (B)(4) - urinary problems; dyspareunia; other injuries. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.